Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient lens was explanted and due to lens rotation, the lens was undersized (low vaulting). The lens was replaced with a longer length lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient lens experienced excessive vaulting with lens rotation and blurred vision. The lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as "other" and noted "lens too large for patient". Claim#:(B)(4).